Event description:
It was initially reported by a physician that a pt had been reimplanted as communication with the generator was not possible any longer because of its battery's depleted state. Follow-up with the pt's neurologist confirmed that they, too, were unable to communicate with the generator due to a presumed end-of-service (eos) condition. However, a battery life calculation performed by the manufacturer could not confirm the eos condition. The explanted product has been received for analysis, but this eval has not been completed to date.